Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. Corrected fields: g2 (remove healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as " error message e006" was caused by a following causes: the accumulation of tissue deposits on the electrodes. Increased contact resistance due to poorly or insufficiently plugged contacts on the carrier or connecting cable. Increased contact resistance due to poor contacts on the carrier or connecting cable. The instrument is in a gas bubble during activation. In addition a possible influence of the esg-400 measurement method on the conductivity was determined, according to which an excessively high measurement voltage could lead to the formation of bubbles and a consequent reduction in the conductivity of the surrounding liquid. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was not returned due to the issue being resolved during troubleshooting. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e006 (non-conductive fluid). It was reported that the customer was not testing during saline. Once the customer put in the saline, no errors were present. The device was not returned due to the issue being resolved during troubleshooting. There were no reports of patient harm.